Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the tubing underneath the sweep flow tank was loose at the fitting and was leaking. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the lh780 instrument. The volume of the leak was about 100 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.